Event description:
During baxter's review of the event history of another report for a colleague infusion pump on (B)(4) 2010, it was discovered that failure code 808:03 occurred during infusion which caused an interruption during delivery on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be performed when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4). A service history review revealed that this device was not previously serviced for the reported problem.